Event description:
It was reported that the ilet bionic pancreas had a cracked screen that became unresponsive after the user was sleeping, and a replacement was initiated. Symptoms included no device alarms or alerts and loss of touchscreen functionality. Outcomes included the user relying on backup therapy and arranging for device replacement. Investigation included customer support assessment and education on data sync, shutdown, and return procedures. Investigation of this case revealed a damaged display assembly consistent with physical damage to the device housing and screen, resulting in an unresponsive user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.